Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a laparoscopic exploratory laparotomy, there was a problem loading the device -- the device was stuck and did not remove the staple. The stapler was unable to fire, and the surgeon was able to press the green button and squeeze the handle. Another stapler was used to resolve the issue. There was no patient injury.